Event description:
It was reported to olympus, the xenon light source did not work even after the lamp was replaced. The issue was found during inspection before use in an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the main lamp did not turn on due to converter failure, the output connector was loose due to wear, and the light intensity decreased due to lamp wear. The investigation is ongoing and follow up with the user facility was performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to failure of the power unit, emergency lamp was lit. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed.